Event description:
Patient reported left side no complaint against device. Healthcare professional later reported rupture and capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Patient reported, left side no complaint against device. Healthcare professional later reported, rupture. And capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.